Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the 3.00x28 liberte bare metal stent moved on the balloon. When the physician removed the stent delivery system from the plastic ring, he noticed the distal portion of the stent was separated from the balloon. The procedure was completed with another liberte stent. No pt complications were reported. Pt status reported as "stable".